Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A sample was received and analyzed. The investigation team performed brainstorming exercises and gemba activities of the process flow. The most probable cause of the reported issue is due to improper handling by new manufacturing associates performing the task at the time of manufacture. Employees involved with the process to produce this product were made aware of this issue and will be alert to this kind of issue. Based on all available information, this complaint has not reached an action trigger point and no additional actions will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the fibers of the gauze are fraying without being unfolded or unrolled. There was no harm to the patient.